Manufacturer narrative:
Exact incident occurrence date and implant date is unknown. Only month and year is available at this time. To satisfy the form requirement mm/dd/yyy, the first day of the month reported was used for the referenced fields. Method: actual device not evaluated; manufacturing review: review of the device history record for lot sp100092; review of lifecell's complaint management system. Results: no failure detected: wound necrosis is a documented wound healing complication associated with implant-based breast reconstruction with or without the use of an adm (acellular dermal matrix). Multiple factors may contribute to wound healing complications including surgical technique, tissue quality (poorly vascularized tissue), thinness of mastectomy flaps and post operative wound management. Tissue necrosis is most commonly related to inadequate perfusion of breast tissue after mastectomy or after reconstruction and patient risk profile. The available evidence does not conclusively demonstrate that the use of strattice (or other adms) increases the risk of necrosis; qa investigation into sp100092 resulted in no remarkable findings with no other complaints reported against the lot other than the 3 complaints reported together from dr. (B)(6). No deviations or nonconformances with impact to product quality or patient safety were revealed during processing; as of 12/3/2015, of the (B)(4) devices released to finished goods for lot sp100092, (B)(4) devices have been distributed; lot sp100092 was terminally sterilized and met all qc release criteria. Conclusion: device not returned; known inherent risk of procedure. While this patient received strattice devices from lot sp100092 bilaterally, the wound necrosis only presented in the right breast. The patient was treated with removal of the silicone breast implant and debridement of necrotic tissue. A portion of the exposed strattice was explanted and a tissue expander was inserted. The patient was returned to surgery for the secondary reconstruction of the right breast with tissue expander exchange for insertion of a permanent silicone implant without any further complications reported. Although a portion of the strattice was removed, the rest of the device remains implanted in the right breast and the left breast was unaffected. Qa investigation into sp100092 resulted in no remarkable findings, including (B)(4) devices distributed with no other complaints reported against the lot other than the 3 complaints reported together from dr. (B)(6). No deviations or nonconformances with impact to product quality or patient safety were revealed during processing. Lot sp100092 was terminally sterilized and met all qc release criteria. No further actions required as no nonconformance was confirmed. Wound necrosis is a documented wound healing complication associated with implant-based breast reconstruction with or without the use of an adm (acellular dermal matrix). Multiple factors may contribute to wound healing complications including surgical technique, history of radiation therapy, tissue quality (poorly vascularized tissue), thinness of mastectomy flaps and post operative wound management. Tissue necrosis is most commonly related to inadequate perfusion of breast tissue after mastectomy or after reconstruction and patient risk profile. The available evidence does not conclusively demonstrate that the use of strattice (or other adms) increases the risk of necrosis. Based on the qa investigation and the reported information including the same lot implanted in both breasts with the wound necrosis limited to the left breast, the wound healing complications reported are considered unlikely related to the strattice. However, based on dr. (B)(6) statement, whereby he affirmed that although the skin flap was considered thick and well perfused, this patient did have previous radiotherapy to the affected breast which is a risk factor for wound healing and that he is unable to exclude a relationship between the events and strattice, the device as a contributing factor to the healing complications could not be ruled out. Explanted portion not returned.

Event description:
Lifecell received notification from the competent authority in (B)(4) of 3 voluntary vigilance reports filed directly to (B)(4) by the surgeon. This report is associated with patient #2 (refer to MDR 100306051-2015-00054 for patient #1 and MDR 1000306051-2015-00056 for patient #3). The (B)(6) female carrier of a constitutional brca1 mutation (with no tumorous pathology) elected to undergo a bilateral prophylactic mastectomy in (B)(6) 2014 with immediate reconstruction with the implantation of silicone implants and strattice devices. In (B)(6) 2015, the patient returned with exposure of the strattice on the right side at the incision. While the physician reported that he made his best effort to place the incision in front of the muscle and not in front of the strattice while suturing, the strattice was exposed through the incision. The patient was returned to surgery for removal of the breast implant and debridement of necrotic tissue. A portion of the exposed strattice was removed and a deflated inflatable implant (tissue expander) was inserted without any further complications reported. From (B)(6) 2015 the tissue expander was inflated and in (B)(6) 2015, the patient was returned to surgery for the exchange of the tissue expander for a permanent silicone implant without any further complications reported. Although a portion of the strattice was removed in (B)(6) 2015, the rest of the device remains implanted in the right breast and the left breast was unaffected. Through follow up communication, the physician reported that the skin flap was considered thick and well perfused with no patient risk factors. Exact implant date and incident occurrence date is unknown. Only month and year is available at this time.